Event description:
Olympus was informed that toward the end of a diagnostic colonoscopy procedure, the users reported that the xenon lamp inside the light source exploded, and that a small amount of smoke emerged from the subject device. The pt was reportedly transferred to a different examination room to complete the procedure. There were no pt or user injuries reported.

Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding this report. The user facility reported that no parts of the xenon lamp exited the device casing. The device referenced in this report was returned to olympus for evaluation. Visual inspection of the device found a partially broken non-olympus xenon lamp inside the unit with 100 hours of usage. The device was evaluated with an olympus xenon lamp with no issues noted. The exact cause of the event could not be conclusively determined, however, the use of the nonolympus lamp cannot be excluded as a potential contributory factor to this report. The clv-180 instruction manual states: warning: never install a lamp that has not been approved by olympus. The us of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire. This report is being submitted as a medical device report in an abundance of caution.